Event description:
As the malyugin ring was being removed from the eye the glue joint broke. There was no impact to the pt and the procedure was completed as planned.

Manufacturer narrative:
The device was returned with the scrolls of the ring wrapped around the cannula of the inserter indicating that the ring had been retracted to far into the cannula causing the glue joint to fail. The instructions for use indicate to retract the ring to the edge of the cannula only.